Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported red bumps under the therapy electrode pads on her left side. There is no alleged device malfunction. The patient's doctor prescribed a cream for the skin irritation. The current condition of the rash is unknown.